Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
Brush head came off right in mouth [device breakage]; no adverse event [no adverse event]. Case description: a parent reported via e-mail on 15-sep-2016 that he/she just changed the oral-b brushhead, version unknown on an oral-b rechargeable toothbrush, version unknown, and the brush head came right off in the mouth of her son of unspecified age. The parent asserted that his/her son had used an oral-b electric toothbrush for years. No symptoms developed.